Event description:
It was reported that the patient had coupling and communication issues with the internal neurostimulator (ins). The patient had multiple overdischarges and the ins needed to be "jump started" on previous occasions. A physician mode recharge was initiated and a power-on-reset occurred. The patient had charged all evening, and the following morning her ins indicated it needed to be replaced. The ins was dead from too many overdischarges. The implanting physician was informed and would follow up. The patient was unsure if she wanted her ins replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).